Event description:
It was reported that a patient presented in clinic with an ICD in situ, battery low message was observed on programmer screen. Diagnostic anomaly was suspected. Battery measurement was recommended to clear the message. No further information is available.